Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient called in response to a patient letter; the patient stated they had no therapeutic improvement and the implant was a complete failure. Troubleshooting already performed included the patient had made some adjustments using the patient programmer (pp). They believed the stimulation was on as they checked it every couple of days. The patient mentioned they had bladder reconstruction surgery and that was the reason for the implant. They didn't remember the trial results, noted they were in a fog, and that their healthcare provider (hcp) had relocated so the patient only saw them for their initial follow up appointment. About a year ago their new hcp suggested considering "vesicare", which the patient had tried and it was helping them. The patient also reported they needed to get batteries for the pp, however they didn't have any spare ones available. The patient was to call back when they had fresh batteries to review the use of the pp. The issue was reported to have been resolved.

Event description:
Additional information was received from a patient. It was reported the patient still had no therapeutic effect. They went to their healthcare provider (hcp) several times and worked with a manufacturer representative (rep) and kept turning it up. It was noted the patient had notified the rep in (B)(6) 2014, 1-1.5 years ago. Currently the patient was on 5.0v and if they go higher it hurts. The patient used their patient programmer (pp) to confirm the therapy was on. The patient responded to the patient letter over the phone: no steps had been taken to resolve the issues since the last call. The patient stated they were hopeless and they gave up probably a year ago and started to use vesicare, which slowed it down a lot. They had not changed any programming for a long time and their hcp did not suggest anything. The patient was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.